Event description:
A customer reported a false high troponin I plasma result on a patient sample. The result was reported to the floor, and the physician initiated a cardiac catherization. There was no report of patient harm as a result of this event.